Event description:
The customer reported that the system would not boot up. This results in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed a phone investigation. The customer was advised to reset the circuit breaker on power cord assembly. The system was tested and found to be working as intended.